Manufacturer narrative:
Dip switches.

Event description:
It was reported by service report that the bed lift was stuck high height. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.